Event description:
Infused used during my surgery caused me to have bone overgrowth which forced me to have more surgery. I have been diagnosed with arachnoiditis and have also suffered from an infection that required 2 months of IV antibiotic use. I also have severe daily. Pain and neuropathies infuse was used off label without my consent.